Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the clinic on (B)(6) 2019, episodes recorded as high ventricular rate exhibited noise and oversensing in the rv channel with inhibition was observed. The patient is a pacemaker dependent. The patient was scheduled for lead revision. On (B)(6) 2019, while attempting to gain venous access to add a new rv lead is was found that there was a total occlusion of the left subclavian vein, the device and leads were left in situ and abandoned with pacing off. Venous access was then gained on the right side and a new lead was placed in the rv and connected to a new device. The physician chose a single chamber system for the patient was in chronic afib. The procedure was completed without complications.